Manufacturer narrative:
The replaced front bezel was received for internal failure analysis. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Upon further investigation, it has been determined that this failure was originally reported under MFR report # 2031642-2021-03193 which had a become aware date of (B)(6)2021. Given the duplication of reports, MFR report # 2031642-2021-03193 has been nulled and the become aware date of this record has been updated to match the earliest philips aware date, which is (B)(6)-2021.

Manufacturer narrative:
Date of report: 17aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse also observed that the top cover and rear bezel are slightly cracked. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.